Event description:
Instrument set at 3 cc/hr. Cassette and tubing appeared to be loaded correctly but were delivering fluid at greater rate than set rate. Nurse stopped infusion almost immediately before any alarms sounded. Sent to MFR for examination of problem. First incident with same instrument, did not alarm for 1 1/2 hours. Did not show correct volume infused (600 cc).